Event description:
It was reported to boston scientific corporation (bsc) in 2008 that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography procedure performed the day prior (male patient; weight unknown). According to the complainant, the thumb ring came off the handle of the basket. The physician was able to remove the basket from the patient with no problems. The procedure was completed with a cook 8-wire basket (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
No consequences or impact to patient. Component(s), broken. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.